Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over from meditech to pyxis. A technical support specialist dialed into the device and ran a query to verify server was receiving and processing messages successfully and reported that the health sight viewer did not show any devices in disconnected mode. Ran downtime query and found no delays or errors and monitored health sight viewer for several hours and no critical notices were observed and proceeded to close the case. Noted and informed that server memory usage above 90%, which could cause the issue to recur and recommended scheduling a server reboot and advised the customer to contact the hospital information technology team to increase server memory that if memory remains above 90% after reboot. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server multiple orders were not crossing over from meditech, and the patient was listed as a temporary patient in the system. The customer attempted troubleshooting by rebooting the station; however, these efforts were unsuccessful, and the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.